Event description:
Pt underwent anterior and posterior repair using fascia lata for symptomatic cystocele and rectocele. She experienced a slight drop in her hemoblobin on post op day #1 and was kept an additional day in the hosp, but otherwise her immediate post operative recovery was uneventful. According to the pt's surgeon, the pt came to the office complaining of increase drainage and foul odor. Upon inspection of the incision, the surgeon noted crumbling bits of the fascia lata seeping through the incision. The surgeon reports the pieces were crumbling and odorous. The pt returned to his office several times for cleaning of the incision. Each time, there were crumbling bits of the fascia lata removed from the incision. The physician reports the pt is improving and expects to have a good outcome, but her recovery has been lengthy. Surgeon feels the fascia lata was the cause of the extended recovery.